Event description:
Voluntary recall of covidien heparin flushes on (B)(4) 2013. On (B)(6) 2013 - pt had stem cell transplant. On (B)(6) 2013 - pt received affected medication (qty 30 each) from our branch. On (B)(6) 2013 - I called pt and caregiver (wife) to notify of recalled heparin. She informed us that they were at (B)(6) and that they would check the lot numbers on heparin when they got home. Clinical liaison for (B)(6) informed of heparin recall, who notified (B)(6) and their practitioners on (B)(6) 2013. On (B)(6) 2013 - pt presented with neutropenic fever, to cancer clinic, that prompted pt to be admitted to hospital. Blood cultures were positive on (B)(6) for b. Fragillis growth and pt was treated with IV abx x 14 days in the hospital. Pt d/c hosp on (B)(6) 2013. On (B)(4) 2013 - I was notified by clinical liaison that pt had tested blood culture positive and had been inpatient for 2 weeks for neutropenic fever. Dose: 5ml IV qd per lumen. Diagnosis for use: central line maintenance.